Event description:
Patient was here for surgical procedure (breast surgery). Upon closing the surgical incision, the head portion of the or table started to sink or fall backwards towards the floor. The surgeon held onto the patient's shoulders to support her from falling to the floor. The crna maintained the airway and the or table bed cord was pulled out from bed to stop power to the table in order to keep the head of the bed from falling completely to the floor. Biomed was called to the room. Bath blankets were obtained and with the two doctors helping lift the patient's shoulders, bath blankets were placed beneath patient's head and shoulders by rn and biomed. Patient's bilateral upper arms were released from the silk tape which was holding them in place on the armboards to relieve pressure. The surgical incision was completely closed in sterile fashion and sterile dressings placed onto patient. The patient was then moved onto the stretcher and extubated.crna addendum: I agree with what has been stated thus far. When the bed malfunctioned no-one was touching or operating controls. The bed controls would not respond to manual use. The only thing that would stop the bed was disconnecting the power cord. Patient's airway was maintained, head was maintained in neutral position. Vital signs were stable. The or team acted calmly and quickly to this event.======================manufacturer response for surgical table, table, surgical (per site reporter).======================awaiting response.